Event description:
Nine months after percutaneous coronary intervention (pci), the patient complained of angina pectoris and restenosis was later found. Seven months later, the patient had no symptoms, but restenosis was found again. Six weeks later, the patient complained of chest pain again and developed cardiogenic shock. Thrombus was observed in one of the two stents.

Manufacturer narrative:
This patient presented to the cardiac catheterization unit for elective treatment and 1-vessel disease was found. Intra-procedure medications included aspirin 2004 mg/day. Percutaneous coronary intervention (pci) was performed on a de novo lesion in the proximal to mid left anterior descending artery of 38mm in length in a 3.0mm diameter vessel. The (type c) lesion was also concentric. The lesion was pre-dilated with a 2.5x15mm balloon at 10 atmospheres (atm) before deploying a 3.0x18mm cypher at 14 atm followed by 2.5x23mm cypher at 10 atm in an overlapping manner. Post-dilation was conducted with a 3.25x15mm balloon at 12 atm for unspecified. Intravascular ultrasound (ivus) was conducted. The residual diameter stenosis was 0%. Thrombin inhibition in myocardial infarction (timi) iii flows were recorded pre and post-procedure. Act was not measured. Post-procedure medications included aspirin 100mg/day and ticlopidine hydrochloride 300mg/day. Nine months later, the patient complained of angina pectoris. Coronary angiography was conducted and 90% restenosis was observed in the implanted cypher stents. To treat it, plain old balloon angioplasty (poba) was conducted. Seven months later, the patient went to the hospital for a follow-up. Coronary angiography was conducted and 50% restenosis was observed in the cypher stents. The patient was not showing any symptoms so treatment was not conducted. Seven months later, the treatment for arteriosclerosis obliterans (aso) was conducted. A wallstent was implanted in the femoral artery. At that time, hematoma was observed at the site of the vascular access. So cilostazol was stopped. Approx 6 weeks later, the patient complained of chest pain and developed cardiogenic shock. Under cannulation, coronary angiography was conducted and thrombus was observed in the 2.5x23mm cypher stent. Thrombus was not observed in the first cypher, the 3.0x18mm stent. To treat the thrombus, poba was conducted. The patient recovered approx six weeks later and was discharged from the hospital. The physician commented that the possible cause of the thrombotic event was because the cilostazol was stopped and due to the effect of the in-stent restenosis. Please note that this product, (lot no. I0704033) is not distributed in the united states. However, it is similar to the us distributed. This product is also not available for testing and evaluation. A report was received that a cypher stent was associated with restenosis and very late thrombosis. The event involved a male patient with a history of diabetes. This patients' history places him at increased risk of mace. The indication for admission to hospital is not known however, a coronary arteriogram revealed a 38mm, de novo and concentric lesion in the proximal to mid lad. The vessel classification was type c with a reference vessel diameter of 3.0mm. According to the IFU, the safety and effectiveness of cypher has not been established in these types of vessels and/or lesions. Elective treatment of the lesion included pre-dilation followed by implantation of a 3.0x18mm cypher stent at 14 atm. A 2.5x23mm cypher stent was then implanted at 10 atm distal to and overlapping the first cypher. The nominal pressure for this device is 12 atm. When treating more than one lesion, the IFU advises to initially stent the distal lesion first to obviate the need to cross the proximal stent reducing the chance of dislodgement of this stent. Pre, intra and post procedural medications were not specified however, the patient was discharged from hospital on asa and ticlid. The performance of acts was not specified. The patient complained of chest pain nine months following the index procedure and underwent repeat angiography revealing 90% restenosis of an unidentified cypher. This was treated with balloon angioplasty. Eight months later the patient then underwent follow up angiography revealing 50% restenosis of an unspecified cypher. This was treated with balloon angioplasty. Seven months later the patient underwent treatment for atherosclerotic obliterans requiring placement of a non-cordis stent in the femoral artery. Following this procedure a hematoma developed at the vascular access site requiring discontinuation of pletal. One month later the patient complained of chest pain and developed cardiogenic shock. Emergent coronary angiography was conducted revealing a thrombus in the distal cypher stent requiring angioplasty. The patient subsequently recovered and was discharged from hospital approx six weeks later. The devices remain implanted in the patient and thus not available for evaluation. DHR reviews of the involved lot numbers revealed that the products met requirements for product acceptance. Restenosis and thrombosis are known potential adverse events following stent implantation. In addition, restenosis is often associated with the progression of cardiovascular disease. The physician stated the possible cause of the thrombotic event was because the pletal was discontinued in addition to the effects of the in-stent restenosis. Based upon the information provided, it is not possible to conclusively determine the cause of the events. However, there are patient, vessel, lesion, procedural and pharmacological factors that may have contributed to this event. Corrective action has been opened to address late and very late thrombotic events associated with cypher stents. This is one of two products associated with the events that were reported under manufacturing numbers 9616099-2007-01070 and 9616099-2007-01071.